Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead which was implanted on (B)(6) 2010 in the pt's neck (off-label location). It was reported that she feels overstimulation when moving her head a certain way. In addition, low impedance readings were observed for all lead contacts when the amplitude for the pt's stimulation was increased. An x-ray has been prescribed for further interrogation.